Manufacturer narrative:
Bayer service visited the site and performed an injector checkout. The stellant d injection system was found to function to specification. The disposables from the reported occurrence were discarded and unavailable for return. In addition, lot numbers were not recorded; therefore retained samples are not able to be tested. The customer declined additional applications training at this time.

Event description:
A bayer service representative reported the following: an extravasation of contrast media occurred during an injection using a stellant d injection system. This occurred on a (B)(6) female patient undergoing an enterography CT scan for abdominal pain. The patient was diagnosed with compartment syndrome four hours post extravasation and was taken for an emergent fasciotomy. The patient is currently an inpatient at the customer site.